Manufacturer narrative:
(B)(4). This report is to capture one of two sensors. Voluntary medwatch report number mw5091947.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient stated that a sensor failure resulted in hypoglycemia which required ambulance transport to the emergency room. No information was reported regarding any symptoms experienced or any treatment provided by the paramedics or the ER. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.